Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a peripheral filter treatment procedure, thrombus was identified. A titanium greenfield vena cava filter was implanted in the right jugular on an unknown date. Post procedure, the patient reported dyspnea and thrombus. She reported that every time she has surgery, she gets a blood clot in the left leg after approximately 6 weeks. The patient underwent oral surgery for teeth extractions on an unspecified date. She stopped taking fragmin for 48 hours prior to surgery, was put on heparin while in the hospital and after surgery, was put back on fragmin. She was released on (B)(6), 2011. The patient went to the ER on (B)(6), 2011 for an unspecified reason. She returned to the ER again on (B)(6), 2011 with reported dehydration and was released on (B)(6), 2011. On (B)(6), 2011 the patient went to the ER and thrombus was identified in an unspecified location. The patient was on heparin. The patient was released on (B)(6), 2011.